Event description:
Customer reports taking lantus and 6 units lipolog based on result of 170 mg/dl obtained on the compact plus system. Customer reports becoming unconscious 15 minutes later; customer tested 78 mg/dl on aviva nano system and he was treated with glucose by a medic. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country. This medwatch report is for the suspect device used in compact plus system (lot number 206979, expiration date 08/31/2010). Reference medwatch report for the suspect device used in aviva nano system.